Event description:
Complainant had one previous back surgery. She was diagnosed with a herniated disk & a mild degenerated disc disease. On 1/2/91 her 2nd back surgery was performed. After about 6 mos she started getting infections throughout her whole body. Approx 4 mos ago she was told the pedicle screws may have come loose & could be causing the pain she was having. On 9/27/94 she had the rods & screws removed. The dr told her that all the screws were loose & corroded around the metal with a lot of scar tissue.